Manufacturer narrative:
Updated fields:b4,d9,g3,g6,h2,h3,h6(type of investigation, investigation findings, conclusion),h11. A gas loss in the iab circuit takes place when the pump detects a helium loss due to a leak or high rate of diffusion in the iab circuit. When a cumulative shuttle gas loss exceeds a nominal 5 cc/hr dynamic limit a gas loss alarm is triggered. The alarm activates only when the iab inflation period >=80 msec and deflation period >=250 msec.

Manufacturer narrative:
After further review, it was identified that gass loss was not replicated by getinge fse, making it non reportable to the FDA.  As a result, emdr is not necessary.  Please cancel in your database.

Event description:
N/a

Manufacturer narrative:
Due to character limit: - e1(event site telephone), (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave had a gas loss issue. There were no patient harm or injury reported.